Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced discomfort at the pocket site. The patient underwent an implantable pulse generator (ipg) replacement procedure was doing well post operatively and the explanted device was disposed by the facility.